Event description:
The initial implant was performed due to severe aortic stenosis with syncope and the surgery was uneventful. One year postoperatively, a central prosthetic valve leak was detected and echocardiograms showed a "stable, well-seated" aortic valve with moderately severe aortic regurgitation with no evidence of paravalvular leak. The pt was followed with echocardiograms until reoperation. According to the operative report, the pt had progressive peri-prosthetic and central regurgitation with mild aortic stenosis. At explant, the valve was "well-seated" and the leaflets opened and closed normally with no subvalvular pannus.